Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they had back surgery on wednesday, they were still in the hospital and will be in rehab and the nurse said they turned it off but they don't think it is off because it was burning, they feel it when they move the wrong way and they have some swelling. Patient requested assistance to use their equipment to turn therapy off. Worked with patient to synch with their implant, therapy was on and patient was successful to turn stim off. Pt confirmed they noticed an improvement in the burning sensation, it was better. Redirected to their doctor. Pt asked about ins longevity. Reviewed information. The patient mentioned other information such as: pt said they were peeing all over, device had worked, they could not get it to go on or off but clarification was difficult and further information was not provided. Redirected to their doctor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Removed code a0904. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient representative. It was reported that they stated the patient had had external equipment stolen and was still working with sun med regarding affording replacement. The patient representative also mentioned that without external equipment patient couldn't adjust therapy and was having a return of symptoms. Agent reviewed option to connect with hcp for assistance while waiting for replacement equipment.